Event description:
It was reported to philips that the workstation failure; application program freezes outside clinical use on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service recommended replacing the host computer; however, it is unclear if the replacement was completed. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).